Manufacturer narrative:
On 24-sept-2021, mentor received additional information regarding the replacement devices. The replacement devices are two 425cc mentor memorygel breast implant prostheses (catalog #: 3504254bc, left serial #: (B)(6), right serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 19-oct-2021, mentor received additional information regarding the patient¿s symptoms and suspected medical device. Initially, it was reported that the patient experienced right-sided cutaneous contour deformity. However, additional information revealed that the patient experienced bilateral cutaneous contour deformity. The patient also experienced bilateral breast pain. The relevant field has been updated. The suspected medical device was returned for evaluation. On 4-nov-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cutaneous contour deformity. (B)(4). Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 425cc mentor memorygel breast implant prostheses and experienced left-sided grade iii capsular contracture and right-sided cutaneous contour deformity postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo removal and replacement with unspecified breast implants on (B)(6) 2021. This report is for the right-sided prosthesis.